Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review of revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.

Event description:
As reported, the saber (B)(4) percutaneous transluminal angioplasty (pta) balloon ruptured inside a viabahn stent at 10atm in an arm. The device was stored and handled per the instructions for use (IFU). There was no difficulty in removing the stylet or any of the sterile packaging components. There was no difficulty in removing the product from the hoop. There was no difficulty in removing the protective balloon cover. The device was prepped per the IFU. The contrast to saline ratio was 50-50. A bard inflation device was used. The same indeflator was used successfully with other devices. There was no difficulty crossing the lesion. The device had to pass through a previously placed stent. The balloon inflated normally. The balloon was inflated twice prior to burst. Half of the pta balloon was left in the stent. Another stent was deployed and trapped the pta pieces in the patient. There was no reported patient injury. The product was clinically used and will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: as reported, the saber (8mm10cm 90) percutaneous transluminal angioplasty (pta) balloon ruptured inside a viabahn stent at 10atm in an arm. Half of the pta balloon was left in the stent. Another stent was deployed and trapped the pta pieces in the patient. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). There was no difficulty in removing the stylet or any of the sterile packaging components. There was no difficulty in removing the product from the hoop. There was no difficulty in removing the protective balloon cover. The device was prepped per the IFU. The contrast to saline ratio was 50-50. An indeflator device was used. The same indeflator was used successfully with other devices. There was no difficulty crossing the lesion. The device had to pass through a previously placed stent. The balloon inflated normally. The balloon was inflated twice prior to burst. One non-sterile saber 8mm10cm 90 balloon catheter was received for analysis coiled inside a plastic bag. The balloon was received with an axial rupture observed at 0.5 cm distally of the proximal section of the balloon. Also, per visual analysis, the distal section of the balloon was not received. No other anomalies observed. A functional test /analysis could not be performed due to the condition of the balloon unit as received. Sem analysis was performed to the received balloon unit to identify the possible root cause of the rupture condition of balloon. Sem results showed that the external surface of balloon presented evidence of scratches and splits near to the balloon burst\separation and it¿s very likely that the same factors that caused these damages on the balloon¿s outer surface could have also contributed to the burst\separation found on the received balloon. The internal surface did not present any evidence of damages. Controls are in place to verify the balloon catheters for any type of damages on units; the produced balloon catheters are final inspected before leaving the facility. Also, several inspections are performed through all the balloon catheters assembly process operations. A device history record (DHR) review of lot 17626506 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ and "balloon separated in patient" were confirmed through analysis of the returned device. However, the cause of the burst\separation of the balloon could not be conclusively determined during analysis. Based on the limited information available for review, vessel characteristics (inside a deployed stent) and procedural/handling factors may have contributed to the burst and separation reported as evidenced by the scratches and splits noted during sem analysis. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.